Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that surgeon was planning on revising the patient's right hip head and liner but surgeon revised all components in patient's right hip due to stem loosening.